Event description:
It is reported that the pt was revised due to loosening of the tibial component. The tibial component and the articular surface were revised.

Manufacturer narrative:
A cause for this specific clinical event cannot be ascertained from the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in (B)(4) 2010. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.